Event description:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of medical device removal and fatal pulmonary embolism ('couple women have died from pulmonary embolism after removal surgeries') in a couple female patients who had essure inserted. Detailments of essure insertion date and essure removal procedure were not provided. The medical reason for undergoing an essure removal procedure was not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were also not provided. The reported cause of death was pulmonary embolism. The reporter considered medical device removal and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal, pulmonary embolism. This spontaneous case was reported by a lawyer and refers to a social media post. It was reported that a couple female patients have died from pulmonary embolism after removal surgeries. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. Although the exact reason for undergoing essure removal was not specified, an intervention was implied, thus a causal relationship cannot be excluded. With regards to the pulmonary embolism, as this event could be related to any complication of surgical procedures, based on the pathophysiology, a causal relationship with essure can be excluded. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and refers to a social media post which describes the occurrence of medical device removal and fatal pulmonary embolism ('couple women have died from pulmonary embolism after removal surgeries') in a couple female patients who had essure inserted. Detailments of essure insertion date and essure removal procedure were not provided. The medical reason for undergoing an essure removal procedure was not provided. Other relevant information regarding patient's concurrent conditions, medications and past medical history were also not provided. The reported cause of death was pulmonary embolism. The reporter considered medical device removal and pulmonary embolism to be related to essure. Concerning the injuries reported in this case, the following ones were described in social media: medical device removal, pulmonary embolism most recent follow-up information incorporated above includes: on 17-feb-2020: quality safety evaluation of product technical complaint this spontaneous case was reported by a lawyer and refers to a social media post. It was reported that a couple female patients have died from pulmonary embolism after removal surgeries. Details of essure use (details of insertion procedure, dates or any associated conditions) was not given. Other relevant information regarding patient's concurrent conditions, medications and past medical history were not provided also. Although the exact reason for undergoing essure removal was not specified, an intervention was implied, thus a causal relationship cannot be excluded. With regards to the pulmonary embolism, as this event could be related to any complication of surgical procedures, based on the pathophysiology, a causal relationship with essure can be excluded. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.